Manufacturer narrative:
PMA/510(k) #: p050017/s002 and s003. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
During deployment the user was unsheathing the stent, but the sheath material was elongating without the intended sheath movement. When the handle reached the hub, the stent was not fully deployed. The dm advised to keep a little bit of tension and pull back slowly. The user followed advise and the stent was able to be deployed in the target location.

Event description:
During deployment the user was unsheathing the stent, but the sheath material was elongating without the intended sheath movement. When the handle reached the hub, the stent was not fully deployed. The dm advised to keep a little bit of tension and pull back slowly. The user followed advise and the stent was able to be deployed in the target location. Did any unintended section of the device remain inside the patient¿s body? No did the patient require any additional procedures due to this occurrence? No did the product cause or contribute to the need for additional procedures? No has the complainant reported any adverse effects on the patient due to this occurrence? No has the complainant reported that the product caused or contributed to the adverse effects?

Manufacturer narrative:
PMA/510(k) #: p050017/s002 and s003 device evaluation the ziv6-35-125-7-80 device of lot number c1649230 involved in this complaint was returned for evaluation, with the original packaging. The packaging was open on receipt. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation the device related to this occurrence underwent a laboratory evaluation on the (B)(6) 2020. The tip was missing. A request was sent to the customer to determine the location of the tip. See pr287936_additional information. No response has been received as per dv0001556 no further communication will be sent. If a response is received at a later stage the file will be updated. Document review prior to distribution ziv6-35-125-7-80 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the relevant manufacturing records (B)(4) revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1649230. There is evidence to suggest that the customer did not follow the instructions for use (ifu0043-9). ¿the zilver vascular stent is intended for use as an adjunct to percutaneous transluminal angioplasty(pta) in the treatment of symptomatic disease of the iliac arteries¿ image review images were provided to support the complaint investigation. They were reviewed through cook research inc. (Cri) and the following comments were provided by the independent reviewer. Impression 1. Stretching of the delivery sheath cannot be confirmed as imaging of the event was not provided. The imaging does confirm a stent appearance consistent with successful deployment and expansion for this location. 2. The severe tortuosity inherent to this location is uniquely more challenging than other veins. At all other locations, a vein¿s ability to move and straighten under the influence of the guidewires and catheters reduces friction. Because the sinuses are adherent to the bone, they are incapable of straightening. This generates more friction than similar tortuosity would elsewhere. Root cause review a definitive root cause could be determined from the available information.the device was used in the transverse sinus which is off label use. It is unknown how the device would function outside of its intended use. Summary the complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.